Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported feel full. The patient stated that per his nurse's instructions, he typically waits one hour before he drains his last fill. The patient had a manual drain of 500ml. The patient has a last fill of 2200ml. Based on treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume). Upon follow up with the patient's nurse it was stated that the patient is still utilizing last fill. The patient is continuing with peritoneal dialysis therapy and the nurse will be speaking with the patient again this week.

Event description:
A peritoneal dialysis patient reported feel full. The patient stated that per his nurse's instructions, he typically waits one hour before he drains his last fill. The patient had a manual drain of 500ml. The patient has a last fill of 2200ml. Based on treatment data, it was noted that the patient experienced iipv (increased intraperitoneal volume). Upon follow up with the patient's nurse it was stated that the patient is still utilizing last fill. The patient is continuing with peritoneal dialysis therapy and the nurse will be speaking with the patient again this week.

Manufacturer narrative:
Corrective data: patient code updated. Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s).